Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that hemostasis was successfully achieved using the involved angio-seal device. However, after three hours, the anchor came out from the patient's body and bleeding occurred. The patient was transferred to the vascular surgery department and hemostasis was successfully achieved by surgical treatment. Estimated blood loss was less than 250cc; bleeding occurred outside of the procedure room. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. It was a right femoral artery puncture. There was unserious health damage to the patient. There were no other devices or equipment used with the reported product. Additional information was received on 18 sep2019. It was confirmed that it was the anchor that came out of the patient's body.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.